Event description:
The initial reporter alleged unexpected reactive results for hiv when using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2024, four cadaveric plasma samples were tested and generated reactive results for hiv. One of the samples was assigned to be tested as plasma. Upon repeat testing, all four samples were non-reactive. Serology results for all samples were negative. Sample (B)(6) was identified as a stem cell transplant, while samples (B)(6) were corneas intended for transplant. The donations were not used.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay was performing as intended. A review of the data provided by the customer indicated that the initially reactive samples exhibited minimal amplification in the hiv target growth curves, while positive control targets demonstrated robust and sigmoidal amplification, confirming proper assay functionality. The most likely root cause for the unexpected reactive results was contamination, with the level of contamination near or at the assay's limit of detection, which may result in variability between reactive and non-reactive outcomes. Non-specific amplification was considered but deemed unlikely given the occurrence of four samples in the same run. The donations associated with the samples were not used, and no additional harm or delay in treatment was reported.